Event description:
Consumer reported complaint for high and hi blood glucose test results. Customer was also calling about the e-5 recall. When the result of hi had been obtained, the customer could not recall if he was having symptoms at the time and no medical intervention was needed. The customer called concerned with test results from results obtained of hi and 146, 145, 121 and 126 mg/dl. The customer stated his expected blood glucose test result ranges are 112-118 mg/dl am fasting and 120 mg/dl 2-hours post meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/30/2025 (expired) and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 146 mg/dl date: (B)(6) 2026 time: 10:00 pm 2 hrs. After meal , result 2: 145 mg/dl date: (B)(6) 2026 time: 8:00 pm 2 hrs. After meal , result 3: hi date: (B)(6) 2026 time: 8:00 pm 2 hrs. After meal , result 4: 121 mg/dl date: (B)(6) 2026 time: 8:00 am fasting , result 5: 126 mg/dl date:(B)(6) 2026 time: 6:30 pm 2 hrs. After meal.

Manufacturer narrative:
Internal report reference number: (B)(6) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.